Manufacturer narrative:
According to the customer contact, "patient was getting out of bed and reached for the chair, the brakes were locked but the chair still moved and that caused him to fall to the floor." Per the customer contact, "the patient did go to the ER but no injuries" occurred but "had pt ordered post fall." Per the customer contact, the patient has "an old cva, left side affected" and "uses his wheelchair for all mobility throughout the home, he is ambulatory without assistance" preexisting the reported incident. The customer contact reported, "the brakes do not lock efficiently" and "I did attempt to tighten them myself, but it was still not locking appropriately." No additional information is available at this time. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer contact, "patient was getting out of bed and reached for the chair, the brakes were locked but the chair still moved and that caused him to fall to the floor."